Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that after trial lead implant procedure (in post-op), the patient was experiencing undesirable stimulation described as a burning sensation. As a result, the surgeon explanted the lead.